Event description:
It has been reported to philips that the image processing pc (ippc) would not start. Philips has investigated this complaint. The system was in clinical use when this occurred. The issue occurred during a planned/non-emergency treatment. There was no report of harm. A non-philips service engineer replaced the power module. After replacing the power module, the system was returned to use in good working order. The 510k, catalog item identifier, product UDI, manufacture date, reporting address line 1 and the reporting address city have been updated.